Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted however while testing the lead, the lead exhibited high out of range impedance when connected to both the device and the pacing system analyzer (psa). Another lead was implanted in its place. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The lab found a fracture of the e2 conductor cable approx. 46mm from the terminal pin. The distal side of the fracture is located approx. 47.6 millimeter from the terminal pin. The lead failed testing of electrical measurements.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted however while testing the lead, the lead exhibited high out of range impedance when connected to both the device and the pacing system analyzer (psa). Another lead was implanted in its place. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. Subsequently, the lead was returned for analysis.